Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had air bubbles. Approximate size of air bubbles was big bubble. First line of the reservoir. A quarter inch wide. Air bubbles were noticed by customer during filling process. The air bubble was too big and he cannot get out the air anymore from the reservoir to the tubing. The customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.